Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). No allegation was made agains the product, therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) alarm was identified during a review of a returned homechoice (hc) device. Not enough data is available within the complaint to identify root cause; therefore, the cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).